Event description:
It was reported during the patient's (B)(6) scs trial, the scs extension disconnected from the scs lead. The physician could not re-attach the lead to the extension on (B)(6) 2015. As a result, the extension was exchanged with a new one.

Manufacturer narrative:
(B)(4). UDI(di): no UDI available. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.